Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations did not replicate nor confirm the customers reported complaint that the synchroseal instrument stopped working during sealing. The instrument was placed and driven on an in-house system and passed the recognition/engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened/closed properly. The instrument passed the electrical continuity, energy delivery, jaw gap verification, and grip force tests. The energy delivery test was performed with various orientations of the grip tips and passed for both sync and seal functions. Fa found no ceramic dots missing and there was no other damage found. Fa concluded the instrument is fully functional. No images or videos were submitted for review. A review of the instrument log for the synchroseal instrument (pn: 480440-06, batch-sequence: l91220404-0345) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the last life of the instrument as this is a single-use instrument. This complaint is a reportable event due to the following conclusion: the synchroseal instrument reportedly did not sufficiently complete a seal in synch mode. Per the description of the complaint, the instrument may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy distal procedure, the 8mm synchroseal instrument stopped working during sealing. The customer attempted to power cycle the e-100 and the instrument started to work and then started malfunctioning again. The procedure was completed with spare instrument and there was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the synchroseal instrument was inspected prior to use and there was no issues noted. The surgical task being performed at the time of use was sealing. The customer noted that they were unsure of the duration the synchroseal was in use for but it was for several cycles and there were no errors. The customer was unaware of the targeted tissue. The target tissue was not under tension and the vessel was not greater than 5 mm in diameter. The customer was not aware of any evidence of vessel calcification and not aware if the tissue was exposed to any radiation or chemotherapy prior to the procedure. The tissue effect was observed during the sealing/synch cycle. Furthermore, the jaws did not come in contact with a clip, suture, staple, or other metal objects when the reported issue was noted. Also, the instrument jaws were not immersed in a liquid or contaminated by carbonized tissue prior or during the sealing cycle. The or staff addressed the issue by using a spare instrument. There was no unexpected additional bleeding experienced by the patient and the procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
The following correction has been made: field h9 has been updated to include reference to the field action.

Event description:
Refer to h10/h11 for follow-up information.